Manufacturer narrative:
The lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation; however, medical records were received and reviewed. The investigation was confirmed for filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model ec500f vena cava filter allegedly reported difficult to remove and tilt. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient was a (B)(6) years old female; however, the weight was unknown.